Event description:
During the coil embolization of the aneurysm, the device broke. There was no reported clinical consequence to the patient and no other information was provided.

Event description:
During the coil embolization of the aneurysm, the device broke. There was no reported clinical consequence to the pt and no other information was provided.

Manufacturer narrative:
The user facility provided the lot number for the coil that broke during the procedure. A device history record review confirmed that the device met all material, assembly and performance specifications. No other information was provided by the user facility, so based on the available information and the investigation, the most likely cause of the reported event was operational context.

Manufacturer narrative:
PMA/510(k): k042539.